Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited elevated shock impedance measurements shortly after implant. The shock impedance measurements then increased to greater than 125 ohms. Technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). The hcp stated they would bring the patient to the clinic for reprogramming. No adverse patient effects were reported. The lead remains in service.